Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter between the 6 and 7 cm depth markers, approximately 7.5 cm distal to the molded joint. A microscopic observation revealed the edges of the split were rough and mostly straight with an uneven and granular surface texture. A small amount of whitening of the catheter material was observed at the corners of the split. The surface of the catheter material was observed to be less lustrous leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by a community nurse that a patient's PICC was leaking. On observation the leak appeared to be coming from a slit in the catheter. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by a community nurse that a patient's PICC was leaking. On observation the leak appeared to be coming from a slit in the catheter. There was no reported patient injury.